Manufacturer narrative:
Weight- unk. Ethnicity- unk. Race- unk. This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -14.00/1.5/095 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. Lens rotation not associated to a low vault was observed on (B)(6) 2019. On (B)(6) 2019 the lens was removed and exchanged for a spherical lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. Claim#: (B)(4).